Manufacturer narrative:
(B)(4). The pump ((B)(4)) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering baclofen (500 ug/ml at 174.25 ug/day). The analysis results indicate a motor gear train anomaly of corrosion and wear or lubrication and a stall due to shaft bearing.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with compounded baclofen with concentration of "500" (dose of "173.59") intrathecal therapy via an implanted pump (the units were not provided). The baclofen lot number was unable to be obtained. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The patient's medical history included a previous brain tumor. The patient's medical history and concomitant medications were unable to be obtained. The patient was having withdrawal symptoms from baclofen and came into his physician's office. The pump was interrogated on (B)(6) 2015, and the pump motor had stalled and never recovered, so they changed the pump. The date of explant was (B)(6) 2015. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.